Manufacturer narrative:
During the onsite visit, the fse (field service engineer) extracted logfiles, performed the same treatment as the one reported, and was unable to duplicate the issue. The fse performed full functional tests (scanner test, eye tracker test, fluence test) and treatment tests. The fse found the system met manufacturing specifications , per service test procedure. A review of the log file shows that the treatment was interrupted at 25% and at 93% because the laser pedal was released by the user. All laser system functions were within specifications during treatments on the day of treatment. No technical root cause was identified, as the product was found to be within specifications. The root cause is the surgeon was fluttering the foot pedal during treatment. (B)(4).

Event description:
An orthoptist reported that the laser stopped during lasik surgery and only 94 percent of the treatment had been completed. The status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).